Event description:
During thoracentesis procedure at patient's bedside in the ccu (cardiac care unit), md inserted the needle approximately one inch to reach the pleural space, where a small amount of fluid was removed. Then using the thoracentesis apparatus, the same site was approached. The needle catheter was inserted approximately 1 to 1 1/4 inch until pleural fluid was reached. The catheter was threaded into the pleural space. The procedure was terminated when the catheter broke off as the needle was being removed. Approximately 1/3 inch was sticking out. When the md attempted to pull the remaining catheter out, it crumbled into small fragments. This left approximately 1/8 inch sticking out, which again crumbled into small fragments during attempts to remove. Pressure was held at the site for three to five minutes and a chest x-ray was ordered.